Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was unable to deploy and open. It was indicated the middle section of the pipeline did not open. The pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps necessary to open the pipeline. The pipeline was removed from the patient with a microcatheter. The pipeline was not used off-label and was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4mm and a 3mm neck diameter. It was noted the patient's vessel tortuosity was moderate. A dapt (dual antiplatelet treatment) was administered and the pru level was as per the recommendation. The angiographic result post procedure showed the pipeline being unable to deploy.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box; within sealed shipping wrap; within an opened pipeline flex w/ shield outer carton and within a resealable plastic pouch. The already deployed braid was returned within the same pouch. The opened pipeline flex w/ shield inner pouch was also returned. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The distal ~9.2cm of the micro catheter was found kinked/flattened. No damages or irregularities were found with the distal tip or marker band. The pipeline flex w/ shield hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The two braid ends were found frayed. The entire length of the braid was found fully opened. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.8 and the usable length was measured to be ~152.2cm. As the model and lot numbers of the phenom-27 was not reported, conformation to specification could not be determined. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal at middle section (hourglass)¿ could not be confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid ends were found frayed. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported patient vessel tortuosity as moderate, devices were prepared per IFU, pipeline was positioned in a bend, and pipeline was resheathed less than or equal to 2 times. It is likely the vessel bend contributed towards the failure to open. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.